Event description:
Peripherally inserted central catheter (PICC) was successfully placed for antibiotic treatment. It was noted approx one week post placement that the catheter had cracked below the suture wing. The catheter was succssfully removed via the proximal end and another PICC was placed for continuation of treatment. No pt complictions were reported in this event. This MFR is currently evaluating this device. Following completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. Additionally, until the eval of the device is completed, the co is unable to determine if it met specifications. User technique during access and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause of this event. The co's directions for use outline appropriate placement, accesss and maintenance procedures.